Manufacturer narrative:
It was reported that the stent inserted two or three months ago was sticking out into stomach. A part of the stent sticking out into stomach was found being fractured. It was reported that there were no patient complications as a result of this event. It was impossible to review suspected device's DHR, because it was not confirmed serial no. And it is impossible to return suspected device because stent is still in patient's body. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Stent inserted in second portion of duodenum might be influenced by migration to stomach due to patient's lesion status, peristalsis of organs, and drug use in general. Also, duodenal structure where stent was implanted is curvy. Stent can be pressured due to patient's lesion status. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned due to it was not removed from the patient, and it is difficult to reconstruct the situation at the time of procedure with limited information. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Two or three months ago, ddt2210 was indwelled at second portion of duodenum, sticking out into stomach. A part of the stent sticking out into stomach was found being fractured. Fractured part was about 1.5cm. Ddt2208 was additionally indwelled. It was decided to see how it goes continuously. There were no patient complications as a result of this event.